Event description:
After an implantation period of approximately 33 months, oversensing on the ventricular channel was reported. This lead was explanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 11 cm distal to the df4 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection showed multiple extraction damages. The distal lead fragment was severely stretched. The shock coil was deformed and partly shifted distally. The conductor cable to the shock coil was found coiled inside its lumen. These damages indicate tensile stress which was most likely applied during the removal of the lead. Further analysis revealed a damaged insulation due to abrasion between 11 cm and 8 cm proximal to the lead tip. This damage can be considered the root cause of the reported noise. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The extent of the extraction damages indicates that the lead was significantly ingrown which may have affected the motion of the lead, resulting in an increased stress level. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.